Manufacturer narrative:
Patient separation by MFR report # and alternate tracking number. Patient 1: 1219930-2016-00234 for (B)(4) - this report, patient 2: 1219930-2016-00235 for (B)(4), patient 3: 1219930-2016-00236 for (B)(4), patient 4: 1219930-2016-00237 for (B)(4), patient 5: 1219930-2016-00238 for (B)(4), patient 6: 1219930-2016-00239 for (B)(4), patient 7: 1219930-2016-00240 for (B)(4), patient 8: 1219930-2016-00241 for (B)(4). Additional information has been requested of the account but not yet received.

Event description:
According to the reporter: the device did not absorb and alledgely caused an abscess requiring incision and drainage. Supposedly there were 7 other patients, but no info has been provided as far as to the specific details of each case other than that the anatomy involved was the foot. There was no unanticipated tissue loss. The incision was not extended. There was no unanticipated blood loss .